Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
Consumer reported that the tampons deteriorate and leave little cotton balls in her underwear. She did not believe pieces were left behind inside her vaginal cavity. She did not seek medical attention and did not experience any adverse health effects.